Manufacturer narrative:
Findings: pump was received with intermittent button response due to moisture damage on keypad traces. Unit had normal operating currents and noun expected off no power, low battery or weak battery alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed weak battery. New batteries were inserted in the device but the issue was not resolved. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.